Manufacturer narrative:
Zimvie complaint (B)(4). A4: patient weight is not provided / unknown.

Event description:
Customer reported undesirable sized implant at placement.immediate removal and implant perforated the sinus cavity, tooth 2.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
Zimvie received one implant for evaluation. The investigation has been completed based on the available device information and complaint history review. DHR review was completed for the subject lot number. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number for similar events and no other complaint was identified. Based on the investigation and risk management file review, the most likely root causes determined from the investigation were patient factors and improper techniques used. Therefore, based on the available information, a device malfunction could not be verified. The reported event was non-verifiable with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.